Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. It was noted that the implantable cardiac defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. The patient was later brought in clinic and the device was successfully reprogrammed. The patient remained stable throughout the event.